Event description:
A nurse reported that during intraocular lens (iol) implant surgery a posterior capsule tear was noted and the lens was removed and replaced with another model iol. Add¿l info has been requested.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain add¿l info. (B)(4).